Event description:
It was reported that the device failing to alarm during an alarm condition. No patient involvement .

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power. (B)(4). The mmi board and main board were tested and no failures were identified.